Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was obtained. Per report, the patient's reported "orbital ache" behind the right eye (od) resolved within approximately three and a half (3 1/2) weeks.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Pain is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Pain is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented approximately three (3) weeks postop with what was described as "orbital ache" behind the operative eye. Per report, the event was described as "mild" and "non-serious" and was treated with eye drop medication. The patient's current status was noted as "recovering". Additional information has been requested.